Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy procedure, the first reload could not be load to the xl-adaptor that was connected on the handle. The nurse then disconnected the xl-adapter and re-connected it back to the handle, however blue light showed at the status display of the handle, so they decided to removed the adapter and used standard adapter instead together with a new reload. When the surgeon performed the resection, the firing stopped halfway and could not complete the firing cycle, resulting to incomplete staple line distally. To resolve the issue the surgeon then used another brand of stapler. There was no patient injury.